Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was fractured and discovered during a tray inspection. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Product was returned and product complaint evaluation of the returned part determined that returned the product exhibits signs of repeated use and anterior section of post has been fractured off. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.